Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1963, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 10 years before this report (in 2005). Consumer stated that she automatically started having issues but had no idea why or what was wrong all the sudden, she started being allergic to antibiotics she took in the past and also other things. Now she was allergic to many antibiotics, latex, adhesive tape and one allergy she always had was to nickel and she was not tested for nickel nor was she told it contained nickel. She also experienced 2 pulmonary embolisms, needed a pace maker due to bradycardia, needed to have gallbladder surgery, she was depressed, violently ill and suicidal women and mother due to all her illness. She was on disability because she could not do her job due to all her health issues. She also had fibromyalgia. On (B)(6) 2015, she had a hysterectomy after 2 failed ablations and 10 years of horrible excruciating periods and cramping. She also had endometriosis and cysts. Result and assessment of the product technical complaint investigation received on 11-nov-2015 and data correction from 16-nov-2015: following internal review the coding of event horrible excruciating periods was corrected from menstruation irregular to dysmenorrhea. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping and horrible excruciating periods. A hysterectomy was performed after 2 failed ablations. These events are serious and listed in the reference safety information for essure. In this case, it was reported that she experienced these events for 10 years since essure insertion. Based on a positive temporal relationship and considering their nature, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, other serious events (unlisted, unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.